Event description:
It was reported that during a tonsillectomy using the coblator ii controller, when the foot pedal was pressed the default setting kept changing to a different setting. The surgeon chose to complete the case with a competitor's product. There was no significant delay or patient complication report as a result of this event.